Event description:
Since breast implantation, I have suffered from autoimmune diseases, including autoimmune blood disorder, platelets disorder, cardiovascular complications, heart regurgitative valves, irregular arrhythmias, palpitations, svts, memory loss, chronic breast, chest, neck, back, joint, muscle, and bone pain, chronic fatigue, chronic muscle weakness, brain fog, frozen shoulder, endometriosis, cysts, difficulty word finding, hypothyroidism, fibromyalgia, headaches and migraines, rashes, tinnitus, endometriosis, ménière disease, raynaud syndrome, anxiety, insomnia, food allergies, allergies to adhesive, frozen jaw and tmj, difficulty breathing and shortness of breathe. I had to have an early hysterectomy, cervical dysplasia iii, removal of gallbladder from acute onset, hernia removal, and gastrointestinal issues. I am seeking surgical consultations to have devices removed. I have too many medical records and diagnostic tests and reports to count since 2004 and are available if needed. I have contacted mentor and filed a claim. Ref number: mw5120170.